Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as an assistant surgeon from the site reported that the initial tracer registration was off. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect exams used in the procedure were received by medtronic for evaluation. The exams did not have the tracer pattern performed on them. It was found that the facial patterns did not align on the images. The exams also showed loose skin.

Event description:
A medtronic representative reported that, while in an acoustic naroma, an imprecision of 5mm was observed following tracer registration. The surgeon opted to continue with the procedure. Later on, the surgeon closed the patient, re-registered and continued with the procedure with proper precision. There was a reported delay to the procedure of thirty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.